Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric, 90% stenosis in the proximal right coronary artery. The 2.5 x 15 mm rx trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured during first inflation at 10 atmospheres. A non-abbott balloon catheter was used to complete pre-dilatation. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.